Event description:
Boston scientific received information that this atrial lead with non-boston scientific device was implanted. Post procedure, the lead was not sensing or capturing appropriately and was dislodged. Later that day, a revision procedure was performed. This lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.